Event description:
It was reported that during the procedure, the anchor came out. No delay and back up was available to complete the procedure. No patient injury was reported.

Manufacturer narrative:
One 2.3mm osteoraptor device reported on. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Preparation per the instructions for use recommendation is critical for ease of insertion and successful anchoring. Influences that could compromise product performance or integrity include: 1. Use of other than recommended prep instrument size or types. 2. Getting entangled up with other instruments or devices. 3. Stripping or over-torque. 4. Damaged prep instruments. 5. Unexpected bone density/condition. Per instructions for use: ¿do not use sharp instruments to manage or control the suture. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation¿. Note: when using osteoraptor 2.3 mm suture anchors, use a smith and nephew 2.3 mm in-line drill guide, 2.3 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion site (each sold separately). Final product met specifications upon release to distribution. Corrected event description.

Event description:
It was reported that during the procedure, the anchor came out. A back-up device was available to complete the procedure. No surgical delay and no patient injury was reported.

Manufacturer narrative:
There is no damage, bow or bending of the insertion shaft but it has been rotated off center to the inserter handle. This condition is consistent with excess torque. A starter instrument is mandatory for this device¿s prep. No root cause related to the manufacturing of this device was established.